Event description:
Caire eclipse 5 portable oxygen concentrator battery life. First time I used this unit. I had an appointment, the machine was set at 6 pulse liters, it started beeping and I looked and it was the low battery indicator (which should not have happened because the machine was in use for only 1 hour and 20 minutes and the battery is supposed to last up to 3.5 hours at the setting I was using it at). I was forced to leave my appointment early and drive 20 minutes to my home. 10 minutes into my trip home the machine stopped working and I was without oxygen for the rest of my drive home. By the time I reached my home and got back on my oxygen my blood oxygen level was down to 68%.